Manufacturer narrative:
(B)(4). On (B)(6) 2022 the customer reported fluid under the lcd window. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack on the side of the case--battery tube side. Insulin pump failed rewind and self tests. Motor rewind as well as self test returned an unexpected and unclearable critical pump error 35. Unable to perform the displacement test due to the unclearable critical pump error 35. Attempt to upload the unit¿s history and trace files using thus was successful. The case was cut open. After visual inspection, there is corrosion in/around the following: severe corrosion all along the bottom of pcba1 including j7, j6, j2 plus rust on the force sensor. The force sensor zero offset measured way out of spec = -1.39 v. In summary, the customer¿s report of fluid under the lcd window was confirmed. The critical pump error 35 is due to the rust on the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump was exposed to moisture. No harm requiring medical intervention was reported. Insulin pump was return for analysis.